Event description:
It was reported that the procedure was to treat a concentric lesion in the left main artery with no tortuosity, no calcification and 90% stenosis. After pre-dilatation, a 3.5x24 mm non-abbott stent was implanted. A 4.5x8mm nc trek balloon dilatation catheter was advanced without resistance and attempted to be inflated when it ruptured at 18 atmospheres. The balloon dilatation catheter was withdrawn from the patient anatomy without resistance. Reportedly, the device was soaked and air aspiration was performed prior to use in the anatomy. Another non-abbott balloon catheter was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: mach1; stent: nobori 3.5x24mm. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.